Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect multi-function cable was returned. Our evaluation verified the reported malfunction and attributed the failure to an open wire within the multi-function cable. Analysis of reports of this type has not identified an increase in trend.